Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the stent remains in the patient and the stent delivery system was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the PMA/510k date was filed incorrectly on the follow-up medwatch report as 04/23/2018, but should have been 04/23/2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous and moderately calcified de novo lesion in the proximal left anterior descending artery with diffused disease. Following pre-dilatation, a 2.50x23mm xience xpedition stent was deployed; however, an distal edge dissection was observed. A 2.75x28mm xience xpedition stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.